Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a motor error during priming, which had been recurring. Customer was advised to change the complete set. Customer's blood glucose was 310 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump passed the displacement, rewind and basic occlusion test. No motor error alarm during testing noted. The motor passed motor test. No alarm noted. The insulin pump received with minor scratched display window.